Manufacturer narrative:
The device was returned, and an initial evaluation was conducted by olympus; however, investigation is ongoing. During the initial evaluation, as noted in b5, the distal end adhesive was chipped. Additionally, the pink probe unit was chipped. The image was flickering during testing due to a temperature connection problem. The elevator water flow channel was loose, and the control knob was in the play position. If additional information becomes available following the device evaluation, a supplemental report will be filed.

Event description:
The customer originally returned his evis exera ii ultrasound gastrovideoscope due to a pink/orange colored image during procedure preparation. According to the initial reporter, the intended therapeutic procedure was completed using a second scope. Reportedly, the patient's outcome was stable. During the device evaluation, it was discovered that the adhesive at the distal end was cracked and peeling. This report is being submitted to capture the cracked and peeling adhesive found during the evaluation.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation and correction to g3. Correction to g3 of the initial medwatch. The aware date should be 22-mar-2022. A review of the device history record found no deviations that could have caused or contributed to the reported issue. The device met all specifications at the time of shipment. Based on the results of the investigation, the cause of the cracked and peeling adhesive at the distal end likely occurred due to stress and/or handling the device. The specific root cause could not be determined at this time. The following information is stated in the instructions for use: "3.2 inspection of the endoscope. Inspect the external surface of the entire insertion section including the bending section and the distal end for dents, bulges, swelling, scratches, holes, sagging, transformation, bends, adhesion of foreign bodies, missing parts, protruding objects, or other irregularities." Olympus will continue to monitor field performance for this device.